Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV dual port catheter system leaked chemotherapy medicine. This occurred 3 times during use, and this complaint was created to capture the 5th of 5 related incidents. The following information was provided by the initial reporter: "leakage of chemotherapy"

Manufacturer narrative:
Correction: after additional review, this report is a duplicate report of MFR # 1710034-2021-00059.

Event description:
It was reported that the bd nexiva¿ closed IV dual port catheter system leaked chemotherapy medicine. This occurred 3 times during use, and this complaint was created to capture the 5th of 5 related incidents. The following information was provided by the initial reporter: "leakage of chemotherapy".